Event description:
It was reported that during a surgical procedure at the user facility, the device would not retain a bur. It was confirmed that no device components fell into the surgical site. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a bur. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During device evaluation it was found that the collet foot was broken, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.